Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, a cartridge alarm (cartridge alarm 1) occurred. Customer¿s blood glucose was 100-300 mg/dl. Reportedly, the customer continued to use the pump for alternate insulin therapy.